Event description:
It was reported the insulin pump alarmed low battery less then one week. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
The insulin pump alarmed low battery alert due to corroded battery tube. Unable to test operating currents due to corroded battery tube. The device was received with minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.